Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the stimulation was shocking her feet even when she let the battery run down to dead. The patient reported that she could feel it on her side. No further complications were reported.